Event description:
It was reported that during a coronary stenting treatment procedure, a stent was loose on the balloon. The lesion was located in an unspecified coronary vessel. The physician was direct stenting with a 2.5x20mm taxus liberte' stent, but could not cross the lesion. The device was removed and the lesion was then predilated. The physician was going to readvance the taxus liberte' stent when it was noted that the stent had moved distally approximately 2cm and was falling off the balloon. The procedure was completed with balloon angioplasty. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte (mr) stent delivery system (sds). Contrast and blood were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The returned catheter was visually and tactilely examined along the entire length and the only damage seen was on the distal end of the stent. It was determined that the stent was not loose and there was no proximal stent movement. The distal end of the stent was damaged and stretched. The undamaged portion of the returned stent met the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, a stent was loose on the balloon. The lesion was located in an unspecified coronary vessel. The physician was direct stenting with a 2.5x20mm taxus liberte' stent, but could not cross the lesion. The device was removed and the lesion was then predilated. The physician was going to readvance the taxus liberte' stent when it was noted that the stent had moved distally approximately 2cm and was falling off the balloon. The procedure was completed with balloon angioplasty. No patient complications occurred. Patient status is satisfactory.